Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly when talking with dr. (B)(6) on the phone regarding his clinical study participation, he mentioned he had a patient in which a revision was required. Dr. (B)(6) stated he did the initial implant and a colleague of his ID the revision surgery. He did not mention the colleague's name. Dr. (B)(6) had no additional information as he was not in the office at the time of the call. He did indicate the revision occurred within 6-12 months and it was within the 1st years after implantation. No other information available.